Event description:
This lead was explanted and replaced because of dislodgement and after extending and retracting the helix several times, the physician thought that the lead tip mechanism might have been compromised. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.